Event description:
On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the ipg lost communication with the charger. The sales rep spoke with the pt and instructed her to try several trouble shooting techniques. This was unsuccessful and the pt was sent a replacement charger. The new charger resolved the issue. On (B)(6) 2010, it was reported that the pt lost communication with the ipg. On (B)(6) 2010, the pt reported being unable to communicate with the programmer or adjust the stimulation.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.